Event description:
The event is reported as: per medwatch report: "rongeur tip broke off when in use. Tip fell into surgery site but was retrieved." No pt injury reported.

Manufacturer narrative:
A visual inspection of the product was received for analysis. The tip is broken and the broken piece was not included with the return. The device is not functional. The tip is broken cleanly off. No additional tests were performed as part of this complaint investigation. No concerns were noted in the device history record. No additional documents were reviewed as part of this complaint investigation. This is an isolated incident. No other complaints exist for the product family. The device was overstressed causing the tip to break. No other complaints have been received for this type of failure within the product family with the scope of our records (5 years). This is likely an isolated incident. Sample received by manufacturer. If additional info becomes available that affects the outcome of this investigation a follow-up report will be submitted.